Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The outer shaft was stretched down for 4.7cm starting 2.3cm distal of the midshaft bond. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was unable to inflate or deflate due to the stretched down outer. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there would have been difficulty deflating the balloon due to the stretched down shaft.

Event description:
It was reported that deflation difficulties occurred. Vascular access was obtained via the radial artery. The target lesion was located in the circumflex artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after inflation at 14 atmospheres, the balloon would not deflate. The entire guide catheter and wire was completely removed with the balloon. The procedure was completed. No patient complications were reported.

Event description:
It was reported that deflation difficulties occurred. Vascular access was obtained via the radial artery. The target lesion was located in the circumflex artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after inflation at 14 atmospheres, the balloon would not deflate. The entire guide catheter and wire was completely removed with the balloon. The procedure was completed. No patient complications were reported.